Event description:
It was reported that the pump alarmed door not latched during infusion and the pump stopped.

Manufacturer narrative:
(B)(4). A review of the pump's history log shows evidence of "door not fully latched-door jammed" alarms between (B)(4) 2011 which were the last dates of the customer's usage. The device was tested by sigma at the rate of 2 ml/hr for 96 hours and 4 ml/hr for 72 hours (i.e rates found in the history log when the "door not fully latched-door jammed" alarm occurred) with no occurrence of the alarm. The reported event could not be reproduced. The upper link clearance gap was found to be out of specification, which may have contributed to the reported event. The history log also shows the pump went into an in-stop mode when the alarms occurred and the user re-started the infusion via the run/stop key. Each "door not fully latched-door jammed" alarm causes the pump to stop infusing and has to be re-started via the run/stop key.